Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer was powered on during a pm when a low flow alarm sounded. The reporter replaced the drain valve, cycled power, and ran the unit until water began pouring out of the back of the device. There were no adverse effects.